Event description:
It was reported that the patient developed an infection and required a lead extraction. During the lead extraction procedure, the physician was unable to retract the helix and was unable to turn the lead body to remove the helix from the tissue. The lead was removed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5568 implantable pacing implantable pacing lead (B)(6) 2006. This device was included in the field action. Based on the information received and without the return of the product, it could not be determined if this device performed as described in the field action. (B)(4).